Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. This is noted due to high impedance measurements. The rep contacted technical services to report an out of range lead impedance alert on a patient's pacemaker. According to the rep, the capture and sensing were within normal range, but the lead impedance measured greater than 2500 ohms. The patient presented for an appendectomy, but the device was checked since the patient has been lost-to-follow-up. The patient was stable following the procedure and was scheduled for a routine device check. The physician was dr. (B)(6) at (B)(6) in (B)(6), tx. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).